Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the uterus for the first stage of closure during a caesarean section, the needle detached from the thread and fell into the uterus. The uterus was re-opened and the needle was retrieved and the continued to close. There was no patient injury.